Manufacturer narrative:
B2 and b7 were updated. This manufacturer report number is being retracted. As this was not a reportable event. Additional information was obtained with correct dates and description.

Event description:
The following was reported from a study: on (B)(6) 2020, a patient underwent endovascular treatment at the venous anastomosis, due to in-stent restenosis of an arteriovenous graft (unknown manufacturer). And a bare metal stent previously, implanted in the right upper arm basilic vein. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted to treat the basilic vein stenosis. The patient tolerated the procedure. During dialysis treatment on (B)(6) 2020, it was confirmed, that the vascular access with the viabahn device was occluded with thrombus. The event alleged to be related to the device as it was considered, that a stenosis progressed at the distal end of the viabahn device. And occlusion occurred. On the same day, thrombolysis and balloon angioplasty was performed to treat the stenotic occlusion.

Event description:
On (B)(6) 2020, a patient underwent endovascular treatment at the venous anastomosis of an arteriovenous graft previously implanted in the right upper arm. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was placed at the basilic vein stenosis. The patient tolerated the procedure. On (B)(6), 2020, it was confirmed the implanted viabahn device was occluded with thrombus. Thrombolysis and balloon angioplasty was performed to treat the occlusion.

Manufacturer narrative:
Onset date was september 28, 2020; not august 25, 2020 as originally reported. As a result of this updated information, this medwatch report (2017233-2020-01339) is being retracted. H1/h2 - type of reportable event (other).

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Device remains implanted; therefore, direct product analysis was not possible. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, a patient underwent endovascular treatment at the venous anastomosis of an arteriovenous graft previously implanted in the right upper arm. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was placed at the basilic vein stenosis. The patient tolerated the procedure. Later in the day on (B)(6) 2020, the patient presented for dialysis. At this time, it was confirmed the implanted viabahn device was occluded with thrombus. According to the study, this event is considered related to the viabahn device. The distal stenosis worsened where the viabahn device was placed and device occlusion occurred. Thrombolysis and balloon angioplasty was performed to treat the occlusion.